Event description:
In (B)(6) 2005 at the age of (B)(6) I was diagnosed by my urologist with a double inguinal hernia. I had been in pain in my groin area on my right side for months and had thought I had pulled groin muscle. I had the surgery where two kugel small oval patches by davol were placed over the holes and sewn in place. The doctor said it would take six weeks to feel better. On my six week checkup he said it would take six months or longer. I stayed in the same pain as what I had before and kept trying to get in with my family physician. I finally changed doctors and my new doctor examined me and said ia had a hernia. No wonder I was still in pain, I thought. I went to a different surgeon due to the first surgeon refusing to say I still had a hernia. My new surgeon found that both hernia patches had failed and placed a piece of patch over the areas. This was a year anda half since the first surgery. It took six months being really easy on my body and not lifting anything over twenty pounds then I went back to my regular routine of working on boats. By the end of the first year of recovery I had ruptured the right side hernia again. This time the surgeon told me I had nothing left but scar tissue and he did the best he could. I was not to ever do any lifting again. This lasted about a year and a half and I was left with little choice and accidently lifted too much. This time my same surgeon that performed the prior two repairs almost refused to do the surgery but changed his mind because he was so familiar with what was on my inside. The tear was so bad that blood had pooled under the skin. He told me he had to cut out as much of the old patch as possible and place an old style softer patch in it's place and worst of all that I was done working and would have to go on disability. From the beginning to the end my pain level had become unbearable. I had been in pain management during all these years and continue to do so. I got a nerve stimulator implanted a few years ago to help with the groin pain and I have nerve ablation procedure done every six months. I know that many of the larger patches were recalled and I can't be the only one with a problem caused by the small oval patch. Please keep in touch if that's appropriate. My attorney has all my product info which I'm going to request him to return.